Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was out of cmc contract. During the troubleshooting, the customer denied the access to the system, so fse could not check the system and confirm the reported problem. Since customer denied the access to the system no service has been performed by philips.

Event description:
It has been reported to philips that the system received a proactive monitoring alert regarding a possible short circuit detected in the converter 1. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.